Event description:
Reportedly, during the follow-up performed on (B)(6) 2011, the device was checked on a pt sat on the wheel chair. During "v auto threshold" test with smart check, a mismatch between egm and vp markers was noticed. Therefore, the "v auto threshold" test was stopped and a manual ventricular threshold measure was performed. Normal egm and vp markers' matching was observed with manual test. An explanation is required.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.